Event description:
During an incident in 2004 involving a pt found in full arrest, this unit continued to prompt "check electrodes". A paramedic crew arrived within 3 minutes with another defibrillator and found the pt in asystole. CPR was performed and continued to the hosp where the pt was pronounced. Per emt, pt care was unaffected. This crew was using a physio quick combo set up. The incident data printed out later also showed asystole. The initial call was for an unconscious pt that was restarted as seizure enroute and was in full arrest upon arrival at the scene.